Manufacturer narrative:
Customer contact reports no patient information available. A ge healthcare service representative performed a checkout of the system and a review of the logs but did not confirm the reported issue.

Event description:
#12 the hospital reported an "unable to drive bellows" error resulting in a loss of mechanical ventilation. There was no report of patient injury.